Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm612.6 implantable collamer lens of -5.50 diopter was implanted into the patients right eye (od) on (B)(6) 2024. Patient dissatisfaction with vision (near and intermediate) and complaints of headache was reported. On (B)(6) 2024 the lens was explanted and the problem resolved.